Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Investigation site: cq zuchwil. Selected flow: functional. Visual inspection: the received pfna blade was received in unlocked state. The device is in a used condition with slightly scratches visible on the surface. Moreover, there are marks at the tip. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional testing: a function test with an at the cq department available impactor was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock and remove the blade without any issues. The blade is functional as required. Investigation conclusion: the complaint is rated as unconfirmed since the device is functional as required. Nevertheless, the complaint will be rated as confirmed based on the damaged condition. Based on the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.027.034s, lot: 51p5926, manufacturing site: bettlach, release to warehouse date: april 17, 2020, expiry date: 01 april 01, 2020. A manufacturing record evaluation was performed for the finished device part: 04.027.034s, lot: 51p5926, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the proximal femoral nail antirotation (pfna) blade 95 mm could not be locked after insertion. The procedure was performed according to the surgical technique. The blade was removed and exchanged with a 90 mm blade which could be locked without any problem. This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).